Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The analyst noted 658 ventricular short interval counts (sic); with high rate non-sustained ventricular tachycardia (vt) episodes with evidence of lead noise oversensing. The rv pacing impedance spiked to 1140 ohms up from a trend in the 300-400 ohm range. The rv lead integrity warning occurred for 2 or more high rate episodes and short interval counts (sic) greater than 30 in 3 days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing noise in the electrogram, non-sustained ventricular tachy cardia (vt) episodes with high frequencies, and high short interval counts (sic). In addition, unstable lead impedance was noted from the trend data. The pace/sense portion of the lead was capped and replaced. The defibrillation portion of the rv lead remains in use. During the revision procedure, unintentional damage to the right atrial (ra) lead occurred, necessitating removal and replacement of the ra lead as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).